Event description:
Caller reported multiple alarms, including alarm 2 and alarm 26, alongside repeated occlusion events. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. Technical support decided to send replacement infusion sets and subsequently closed the case.